Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, loss of capture (loc) and pacing failure due to perforation and possible micro dislodgement as it cannot be seen on x-ray. This rv lead was explanted and replaced. No additional adverse patient effects were reported.